Event description:
On (B)(6) 2014, the customer reported to medela customer service that her power adapter would not power the device. During the product evaluation on 10/30/2014, the technician observed a breached transformer housing exposing inner electrical circuitry, which is a safety risk.

Manufacturer narrative:
A replacement power adapter was sent to the customer and requested the defective power adapter be returned for evaluation. The defective power adapter was received at medela on 02/12/2014. A product evaluation revealed the transformer housing was breached, exposing inner electrical circuitry, which is a safety risk. This issue with a damaged transformer housing for the pump in style device was addressed in investigation (B)(4). The investigation found that the transformers are being damaged during shipment from the manufacturer to medela. This damage is causing the plastic housing to fail prematurely when subjected to normal use and foreseeable misuse. The packaging used by the manufacturer to ship the transformers to medela is not robust enough to handle all of the potential shipping, handling, and abuse conditions that could arise from logistics of the consolidation process. As a result of the investigation, the shipping and consolidation process has been modified to reduce the handling and potential for double stacking of the skids. The shipping packaging strength has also been increased to further protect the transformers during shipping. A visual examination of the power supply revealed the transformer housing was breached, exposing inner electrical circuitry. A visual examination of the cord revealed nothing unusual. The technician was unable to perform voltage across the dc plug test due to condition of power adapter. Resistance across the dc plug was measured 0.758 ohms, which indicates that there is not a short in the dc cord. The resistance across the ac blades measured as 57.5 ohms, which is normal and indicates that the thermal fuse did not blow.